Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2015 with the following findings: there were pump reboot events observed in the pump's black box that support the power loss allegation. The battery cap could not tighten securely onto the pump and was not able to maintain an electrical connection. There was a crack along the side of the battery compartment threads. The battery cap threads were also stripped. No damage was found to the internal components of the pump. A test cap was able to properly secure to the battery compartment and was used to complete a 24 hour duration test without power loss.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue with the pump. The reporter noted that there was a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.